Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii, visibility/palpability, anxiety-product/procedure

Event description:
Patient reported right side "something growing on the outside of device, hard," and "textured device." Healthcare professional later reported "capsular contracture baker grade ii/iii" and "implant exchange plus concern with the product." Device has been explanted.